Manufacturer narrative:
(B)(4). Additional information: batch # m5471h. The analysis results found that the pph03 device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
On (B)(4) it was communicated that the surgeon completed the surgery with another retractor. In addition, on (B)(6) it was reported that patient's muscles were strong, but not unusual. On (B)(4) 2015 the r&d project manager performed a preliminary investigation: looking at the photos, we can notice that breakage occurs on the curved part, internal surface that seems weakened. Batch review performed on 15 december 2015: lot 1551624: 28 items manufactured and released on 29 jul 2015. No anomalies found related to the problem. One similar event registered on this lot up to now (MDR 2015-00334). On (B)(4), the same person analyzed the retrieved instrument commenting as following: we can notice that breakage occurs on the curved part: the internal surface is weakened, and this means that, due to traction force applied, the different layers of the materials has been unstuck. It seems that the instrument has been used following the surgical technique but we cannot be certain about this. It should also be possible that the fatigue affects the material behaviour.

Event description:
It was reported that during a stapled hemorrhoidopexy procedure, as reported by the surgeon, the device didn¿t cut after being fired. He had to sew the mucosa by suture afterwards. There were no adverse consequences for the patient reported.